Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during removal following a failed delivery. The lesion being treated was tortuous with 99% stenosis in the mid circumflex (cx) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was not noted when advancing the device. Resistance was not noted during withdrawal of the device. The angioplasty was started with a 2.0 non compliant (nc) balloon. It was attempted to deliver the stent however it could not be delivered. The stent stripped off the stent balloon as it was being removed from the cx. A 1.0 non-medtronic balloon was used to get part-way into the stent and was then inflated to attempt to retract the stent more proximally. Then a 7mm gooseneck snare was used to fully retract the stent into the guide catheter and the dislodged stent was successfully removed without complication. At the end of the procedure there was 40% residual stenosis and timi 3 flow. No further patient complications have been reported as a result of this event.